Event description:
Two weeks after placement, during a dressing change, a piece of wire in distal lumen was discovered. An x-ray showed that half-way down the distal port is about 5 cm of wire and then 1/2cm of wire by brachial. Both are inside the PICC. Wire was removed and intact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (#270233).